Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain and rsd/causalgia-complex regional pain syndrome. Information was reported that the patient stated she has inflammation at the implant site and was hospitalized for five days ((B)(6) 2019) due to redness and swelling that went all around herabdomen like it was infected. The patient continued stating that in addition to the redness around her abdomen, she had what looked to be a cyst on the ins battery. The patient stated that they were given antibiotics which helped to resolved the inflammation. The patient then mentioned that this is the third time she has been a flare up, the first time being last summer. The patient added that the first two were just at the implant site and this is the third time the swelling and redness went from her battery to the once hip and then to the other, and had started to go around the patient's back. No further complications were reported. No additional patient symptoms were reported.